Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure. According to the complainant, during the procedure, the physician felt that the forceps were taking big biopsy samples. Bleeding at the biopsy site was noticed which was controlled using a coagulation device. The procedure was completed with this radial jaw 4 single use biopsy forceps standard capacity device. It was reported that the patient is prone to bleeding due to health reasons and it is not believed that forceps device alone caused the patient bleeding. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (Intervention required to stop bleed). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A labeling review was performed and no anomaly was found. (B)(4).